Event description:
On (B) (6) 2010, the patient was implanted with two gore tag thoracic endoprosthesis to treat a thoracic descending aortic aneurysm. It was reported that the patient had a considerable amount of tortuosity in the aorta around the renal artery. The first device was implanted without incident and while trying to implant the second device, the physician was unable to move past the patient's torturous anatomy. The device was deployed unintentionally just below the renal artery. An open conversion procedure was performed to remove the pre-mature deployed device. After the open procedure was complete, an angiogram revealed a thoracic-abdominal aortic dissection from an unknown origin. An additional gore tag thoracic endoprosthesis was implanted to treat the dissection. The dissection was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.